Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. PMA/510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the information provided by the user indicates that the "gas escaped" the handle during activation of the device. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided by the user indicates that the "gas escaped" the handle during activation of the device meaning that the activation knob was likely not fully engaged, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. When the nurse wanted to activate the co2 [carbon dioxide] cartridge and turned the red activating knob, the gas escaped. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device presented with a small amount of blood on the handle. The returned catheter presented with a minor bend at the proximal end of the tubing. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device sprayed powder as intended. The returned catheter was attached and sprayed as intended when tested with the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Without substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge. A definitive cause for the reported observation could not be determined. However, the information provided by the user indicates that the "gas escaped" the handle during activation of the device. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided by the user indicates that the "gas escaped" the handle during activation of the device meaning that the activation knob was likely not fully engaged, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.